Manufacturer narrative:
On 25-may-2023, the product investigation was completed. It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and when inserted into the ocr, air was mixed in the sheath. Air was noted in the side port. There was no problem with the patient. The procedure was completed without a sheath change. No deformation, loss of the hemostatic valve was observed in appearance. After 2 and half hours after the start of the procedure, when start performing he mapping on ocr. The sheath was not changed, and the procedure was continued by removing air from the side port. The hemostatic valve itself was not broken. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed reddish material on the valve; however, no damage was observed on the vizigo sheath. Then, the returned sample was connected to a syringe with water and no leakage was observed. Then the irrigation of the side port was performed, and no issues were observed. Device history record was performed for the finished device 60000059 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the investigation. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and when inserted into the ocr, air was mixed in the sheath. Air was noted in the side port. There was no problem with the patient. The procedure was completed without a sheath change. No deformation, loss of the hemostatic valve was observed in appearance. After 2 and half hours after the start of the procedure, when start performing the mapping on ocr. The sheath was not changed, and the procedure was continued by removing air from the side port. The hemostatic valve itself was not broken. The procedure was completed without patient's consequence. Air flow back into side port is MDR-reportable.